Event description:
It was reported the patient experienced a hemi-embolism due to the "implant." The patient recovered and reprogramming was planned. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37642 lot# serial# (B)(4) product typ programmer, patient product ID 37085-60 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ extension product ID 37085-60 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ extension product ID 3387s-40 lot# v765533 serial# implanted: 2011-(B)(6) explanted: product typ lead product ID 3387s-40 lot# v833497 serial# implanted: 2012-(B)(6) explanted: product typ lead. (B)(4).